Manufacturer narrative:
A qualified service engineer evaluated the transducer to confirm the reported complaint. The engineering team determined that the black stains appeared to be ink stains but findings were inconclusive. The transducer was not returned for further investigation. No further information is available. The system has returned to service with no similar events reported.

Event description:
It was reported that the intracavity 3d9-3v transducer was leaking black fluid on to the cloth when wiping. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The customer was provided with a quote for a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.